Event description:
It was reported that the fiber end was broken off in the fiber focus lens. No further information provided on procedure or patient outcome.

Manufacturer narrative:
This report is report is being submitted to correct the additional MFR narrative field (h11) in section h, device manufacturers only to include the following information, which was not included in previous report: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that fiber end was broken off in fiber focus lens. No further information provided on procedure or patient outcome.